Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy and spinal pain. It was reported that the patient had sepsis starting the day of implant that was discovered 2 days later when they went to the ER. The patient stated that they were in septic shock and were in the hospital for 3 nights. Follow-up was conducted to obtain more information regarding this event.